Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint mentioned that the filters are turning black. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a bipap device's sound abatement foam. In this follow-up report, section b5 is updated with additional information i.e. The patient also presence of particles in the device. In this follow-up report, section b7 is updated with additional information i.e. The patient has history of copd asthma or other chronic lung disease. Section b3, e1, g3 and h6 were incorrectly reported in previous report, which is now updated in this follow-up report.